Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that there was a crack on the side of the insulin pump, and all of the battery cap area, and the insulin pump was coming apart. The insulin pump had rejected new battery, had unexplained no delivery alarm, motor error and buttons had to be pressed more than once. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.